Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of bilateral iliac aneurysm with the left measuring 7 cm diameter. The patient was originally implanted with an aneurx limb for the iliac aneurysm and 3 days later, a talent bifurcated stent graft was implanted for an unknown reason. It was reported that there may have been a rupture at some point, and there was significant blood loss. The patient expired on the same day. No further information has been provided.

Manufacturer narrative:
(B)(4). Evaluation results: (death, arterial trauma/dissection/perforation). (Bilateral iliac aneurysms).